Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pulse generator exhibited low lead impedance on the atrial channel. During revision the set screw appeared to be improperly tightened. The set screw was retightened and the device remained implanted.